Event description:
It was reported that during testing the pump exhibited a double beep alarm indicating the cassette was not attached correctly. No patient was involved.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). One pump was returned for investigation in used condition. No problems or issues were identified during this device history record review. The event history log (ehl) showed no disposable alarm" or high-pressure alarm messages. Visual and function testing was performed. Functional and visual testing revealed there was a missing downstream occlusion sensor nub caused by fluid ingression. The customer reported product problem was confirmed. The root cause of the reported issue occurred due to a missing downstream alarm sensor (dso) nub caused by fluid ingression. The dso sensor was replaced on the pump.